Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the patient's programming history, it was found that a faulted system diagnostic test was performed on (B)(6) 2006 which changed the patient's settings. Although some of the settings were changed back during this visit, the off time was not changed back from 60 minutes until the patient's next recorded interrogation on (B)(6) 2006.